Event description:
It was reported that the patient had a loss of stimulation/therapeutic effect. She was receiving less than 50% therapy relief. At a follow-up appointment, the lead impedance was found to be high, >4000. A revision will be performed in september. No patient complication was reported; however, the patient has no therapy for the moment while the "old" system was still implanted. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received indicated that as of (B)(4) 2013, the device had not been explanted. The physician wanted to try a lead implant on the other side of the sacral nerve before explanting, and this has not been planned yet. As of (B)(4) 2013, the device was explanted. The battery had depleted normally. The lead was kept in place, and the ins had been replaced. .

Manufacturer narrative:
Product ID neu_unknown_lead, lot# , serial# unknown, mplanted: 2011 (B)(6), explanted: product type: lead. (B)(4).

Event description:
Further follow up information received reported that the patient was implanted with a new contralateral lead on (B)(6), 2013. The old lead was left in place in the patient. If additional information is received, a follow-up report will be sent.